Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(4); batch: 7079524.

Event description:
It was reported that the patient had a purulent discharge leaking from the midline lumbar wound. It was also noted that the skin over the ipg in the left flank was red and irritated. The wound was sterilely debrided with chlorhexidine.

Event description:
It was reported that the patient had a purulent discharge leaking from the midline lumbar wound. It was also noted that the skin over the ipg in the left flank was red and irritated. The wound was sterilely debrided with chlorhexidine. Additional information was received that the patients pocket site was infected and never fully healed. The patient underwent a spinal cord stimulator (scs) system explant procedure, and the patient was doing well postoperatively. The explanted device will not be returned as it was kept by the facility.